Manufacturer narrative:
Facility reports that the sealed cover is loose and can be taken off the charger. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
The facility reports that the encore charger slipped off the shelf and the nurse wanted to catch it before it fell to the ground so she grabbed the charger; however, the sealed cover was loose and she grabbed it in the circuit board. The facility reports that she got electrocuted and suffered a burned hand. No further info has been received concerning the patient's injury or treatment.